Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 130 mm. Vessel tortuosity is unknown. It was reported a dissection of the left external artery occurred with the removal of the 22 french sheath. The patient's blood pressure dropped and angiogram post sheath removal confirmed the dissection. The iliac artery was treated with angioplasty balloon to seal the dissection. A successful outcome with no endoleak and exclusion of the aneurysm was achieved. No clinical sequelae were reported, nad the patient is reported to be fine.